Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23oct2020.

Event description:
It was reported to philips that the device had a patient disconnect alarm. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
G4:26oct2020. B4:18dec2020. The customer had a standby ventilator, which was immediately connected to the patient. There was no delay in therapy. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was unable to be confirmed. No replacement parts were required. The device passed performance verification testing and was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.